Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished plee60a with lot number x9566d, and no non-conformances were identified. Manufacturing date: 06/14/2022. Expiration date: 05/31/2025.

Event description:
It was reported that during a bariatric gastric bypass, the articulating joint (the plastic protection) broke. The joint itself felt loose. They removed that device. Case was completed with a new like device. There was no patient harm reported.